Event description:
It was reported that the patient presented in clinic for elective device upgrade. Fluoroscopy showed a bend at the lead tip. Noise was also noted. Lead fracture was suspected. Lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal end measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 30.8-31.2cm from the distal end of rv shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. A fracture of the inner coil was noted at 6.0cm from the distal end of the rv shock coil. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.